Event description:
During "the performing" a right craniotomy for evacuation of a hematoma and clipping of a ruptured aneurysm, after applying the temporary clips the zeiss microscope froze and flashed a green error through the oculars. Scope was using the primary position. Staff shut off the scope and rebooted it. Failed again. This caused a delay about 15 mins during which "due to" the temporary clips on the carotid and anterior cerebral artery resulted in a significant stroke. It is unclear if this was a survivable situation for the pt from the beginning, but the failure of the microscope caused significant harm.